Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case chipped on left corner, bottom case cracked by l-bracket, timing plates set incorrectly. Event history log review was performed and found evidence of reported problem. Visual inspection and checked and tested force sensor were performed. The customer reported problem was confirmed. According to the investigation, force sensor test found at power up and force sensor was out of spec. Count was at 0 (should be in 30s), values were 0= -0.84 lb, 5= 1.88 lb, 15= 11.30 lb. The investigation reported that the reported problem was caused by impact knocked the force sensor out of calibration. Investigator recalibrated the pump's sensors. Performed occlusion test, pm and all functional tests which passed. The problem source of the reported problem is user interface.

Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited force sensor failure and did not infused. No patient involvement reported.